Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A return material authorization (RMA) has been issued requesting to have the isi device returned; however, isi has not received the RMA to confirm/identify any reportable failure mode(s). A follow-up MDR will be submitted if additional information is obtained. System error log review was conducted on 06-oct-2021 for a procedure on (B)(6) 2021 on system (B)(4). All of the entries in the logs were class 0 (system service advisory (no fault reaction)) and class 8 (engineering event informational (no fault reaction)) so none of these would suggest a product issue. There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs was also performed. The tip-up fenestrated grasper pn 470347-12 // ln: n11210705 0140// sn: (B)(4) instrument that was used in the procedure was in use for 25 minutes and had 9 of 10 uses remaining. All other reusable instruments used in the case have been used in subsequent procedures and, at this time, a site history search shows no complaints filed against those instruments. Review of an image provided of the instrument was found to be consistent with the alleged complaint. However, the root cause of the failure mode cannot be confirmed without the returned device. This event is being reported due to the following conclusion: the customer reported that fragments from the fenestrated bipolar forceps instrument dropped inside the patient and that some fragments became lodged in the patient¿s tissue. The surgeon reported that additional cautery and suturing was required due to this event. The patient reportedly returned to the hospital due to abdominal pain nine days post-operatively. The customer site was not able to confirm if all fragments were retrieved during this procedure.

Event description:
An intuitive surgical, inc. (Isi) clinical sales representative (csr), via an initial report from an unspecified site contact, called an isi technical support engineer (tse) to report that during a da vinci-assisted pleural decortication surgical procedure, the customer had a broken instrument shaft of a tip up fenestrated grasper instrument that had broken inside the patient. The instrument was removed but pieces may still be in the patient. The customer expressed concern about the composition of the instrument shaft; they are trying to remove all pieces. The tse explained that the instrument shaft is fiberglass and epoxy resin. The procedure was continuing as planned and it was unknown if there were additional fragments inside the patient at the time of the initial support call. On 27-sep-2021, isi obtained the following additional information regarding the reported event from the initial reporting isi csr via the site¿s first assistant who was present during the event: the csr was present for the case, however the csr left when the procedure was completed and the customer was undocking the patient. A few minutes later, the csr was called back into the room and was made aware of the issue that just occurred. The first assistant reported that the instrument broke and pieces fell inside the patient. The first assistant stated that they went to remove the tip up fenestrated grasper instrument and they felt resistance when pulling it out, but continued removing it with more force. The instrument shaft appeared to be "skinned." The csr reported that some of the fragments made contact with the skin on the outside of the canula and that the customer was pulling the fragments out of unspecified tissue. Some of the fragments that fell inside the patient were retrieved using a laparoscopic instrument, but some still may have been left inside the patient. There was no additional medical intervention required to address the issue. The csr said that there has been no report of patient injury nor post-operative complication. The customer spent about 30 minutes extra to address the issue. On 28-sep-2021, isi obtained the following additional information regarding the reported event from the site¿s first assistant directly: the instrument was working perfectly during the case. When the first assistant went to remove the tip up fenestrated grasper instrument, there was a minimal amount of resistance but she kept pulling it out. When the instrument was pulled out, it was inspected and it was also noticed that it was broken "circumventionally" about 10-15 cm from the wrist. The trocar shaved the side of the instrument and there were small fine shards that were left inside the patient. There was a piece that perforated the chest wall; the first assistant further clarified that there was not an additional cavity/hole created by the fragment, but rather the fragment came out alongside the trocar that was making contact with the tissue. The customer used a laparoscopic instrument to retrieve some of the fragments. There was no excessive bleeding nor was there any additional medical intervention required to address the issue. The customer did not perform any postoperative tests. As of 28-sep-2021, the first assistant has not been made aware of any report of postoperative complications. On 04-oct-2021, isi obtained the following additional information regarding the reported event from the console surgeon: the surgeon clarified that there were shards that lodged/"poked" into the patient's tissue near the trocar site. They removed the fragments they could visibly see. They also rinsed and then suctioned the area to see if any pieces would float but nothing appeared. The surgeon confirmed that no additional cavity was created by the fragment. They tried to piece back together the instrument to see if they retrieved all the fragments and they could not put it together, therefore they cannot confirm if all fragments were retrieved. There is no additional video or images of the event nor operation. The surgeon stated that to resolve the issue, there was additional cautery and suturing required to close due to the fragment retrieval. As of 04-oct-2021, there were no post-operative complications as a result of the surgical procedure. However, the patient was re-admitted into the hospital on (B)(6) 2021 due to abdominal pain. The surgeon inspected the patient and there were no signs of infection.

Manufacturer narrative:
Refer to the following fields for updated information: b1, d9, h2, h3, h6, h10, d11 - intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported event. Failure analysis found the primary finding of main tube broken to be related to the customer reported complaint. The instrument was found to have the main tube broken, located towards the distal end. A thin layer of the fibers were also found broken off but were returned with the instrument. The root cause of broken instrument main tube is typically attributed to user mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just an adverse event, as previously reported. Corrected information can be found the following field: b1 b1 updated from "adverse event" to "adverse event and product problem."

Event description:
Refer to h10/h11 for follow-up information.